Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(6). (B)(4). S/w ver 2.9d pump not in manufacture mode pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08675 inches. Pump was programmed with multiple boluses and monitored. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.

Event description:
Medtronic received information that possible under delivery anomaly occurred. There was an allegation of hyperglycemia as a result of this event.